Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2018-05405. Reference MFR. Report#: 1627487-2018-05406. It was reported the drg trial patient experienced a burning sensation, loss of buttock and groin motor control, loss of sensation in left foot (see MFR. 1627487-2018-05442, 1627487-2018-05443 and 1627487-2018-05728), and developed a headache, nausea and vertigo caused by the csf leak at l5 (confirmed by MRI). The patient felt faint following the explant and was treated with IV fluids and steroids. The patient has now recovered since the treatment and the issues have resolved.